Event description:
It was reported that an arteriotomy closure of an non-calcified common femoral artery was attempted using a perclose proglide device after a diagnostic heart catheterization. Reportedly, a suture break occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: although it was reported that a suture break occurred, the evaluation of the returned device was not consistent with the reported event. Attempts to clarify the incident from the site have been unsuccessful. The analysis of the returned device found that the plunger was still in pre-deployed position. There was evidence of dried blood on the device and presence of slack on the link, which is an indication that the device was inserted into the patient and activated the lever, but never deployed the plunger. During the investigation, the plunger was deployed and both cuffs were captured. The device preformed according to specifications, therefore, the cause for the reported event is undetermined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.